Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that system was unable to start into application. Upon troubleshooting fse found that the gigabit ethernet switch had failed to power on and the switch was faulty. To resolve the issue, fse replaced gigabit ethernet switch. After replacement, the system was returned to use in good working order. The codes were updated based on investigation outcome.

Event description:
It was reported to philips that there the system was unable to boot into the application. No harm was reported to philips. Philips has started an investigation of this complaint.